Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator did not pace properly on the atrial side. Analysis did find that the upper and lower cases and the battery drawer were broken, that the battery release was contaminated, that the two side bail covers were broken/missing, that one case screw and one side bail were missing, that the keyboard pad was damaged and that the battery drawer needed an o-ring. (B)(4).

Event description:
It was reported that the external pace generator was not pacing properly on the atrial side. The generator has been returned for service. Follow-up determined that there was no patient involvement.